Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her hospitalization was upper respiratory related. Customer reported the reservoir was leaking. Customer's blood glucose was over 300 mg/dl. The leak had passed the second o-ring. After troubleshooting, customer will not be returning the reservoir for analysis.